Event description:
Patient came into the hospital after receiving shocks due to oversensing. An x-ray showed that this lead had dislodged, therefore, it was explanted and a new boston scientific lead was implanted.

Manufacturer narrative:
(B)(4), 2010. The analysis on this device is pending.

Event description:
Patient came into the hospital after receiving shocks due to oversensing. An x-ray showed that this lead had dislodged, therefore, it was explanted and a new boston scientific lead was implanted.

Manufacturer narrative:
(B)(4), 2010.the analysis on this device is pending.(B)(4), 2011.(B)(4)